Event description:
During operation of the holmium laser during a surgical case, the single use 550 duo tome fiber burned through its fiber and insulation causing a burn to the surgeon's palm. The event occurred approx 20 mins after the laser/fiber delivery system were in use. There was no patient harm.